Manufacturer narrative:
The reported complaint was confirmed. The service repair technician (srt) duplicated the reported complaint. The srt shined a light close to the liquid crystal display (lcd) display revealing that the splash screen was on. It was determined that the lcd display was defective. The lcd display was replaced, and release testing was performed. The unit operated to the manufacturer's specifications. If additional information becomes available on this complaint that would alter the facts and/or conclusion, a supplemental report will be filed accordingly.

Event description:
It was reported that during set-up of the device for a cardiopulmonary bypass (cpb) procedure, the central control monitor (ccm) had a blank screen. As a result, an alternate device was employed. The surgical procedure was completed successfully. There was no delay, no blood loss, nor adverse consequences to the patient.